Event description:
It was reported that insufficient flow occurred, and additional treatment was required to restore blow flow inside the patient. A 1.85mm jetstream sc and 2.4mm jetstream xc atherectomy catheters were selected for use. To perform an ablation on a mildly tortuous, 75% stenosed and severely calcified lesion in the distal superficial femoral artery (sfa). After placing a 6.5mm filterwire, ablation was performed on the distal segment of the sfa. Two passes through the lesion were made in blades-down mode, and one pass was made in blades-up mode. After blades-up mode was used with the xc catheter, plain old balloon angioplasty (poba) was performed. Subsequent contrast imaging indicated slow flow, and the disappearance of flow in the anterior tibial artery (ata). Additional treatment was performed to restore blood flow in the artery, the procedure was completed using the original device. There were no patient complications as a result of this event.